Manufacturer narrative:
The case logs were available for investigation and were inconclusive. The observed overall risk level is low, which does match the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.